Manufacturer narrative:
(B)(4). Maquet provides product failure investigation, analysis and resolution for the device described in this report. Maquet cardiopulmonary is aware of similar complaints. The devices displayed a similar malfunction which were tested and evaluated under an optical microscope. Delamination of some gas fibers was observed which allowed for the priming solution or blood to flow inside the gap between the gas fibers and polyurethane. Gravity then allowed for passage to the gas exiting path along the housing. The most probable root-cause is the delamination of the hollow gas fibers from the polyurethane potting area. A review of the quality control process confirms that 100 percent functional inspection for leakage is performed during production. Maquet cardiopulmonary ag has initiated an internal process (B)(4) to address the appropriate corrective and preventive action. A supplemental medwatch will be submitted when new information becomes available. (B)(4).

Event description:
It was reported that a device began to leak 15 minutes after initiation of blood flow. A steady drip was observed form the bottom exhaust port. Blood loss was approximately 10 cc. The device was exchanged for another. There was no reported dpt effect. (B)(4).